Event description:
After having my allergan saline breast implants put in, I began to have strange symptoms. Extreme fatigue, pain, joint problems, hair loss, muscle dystrophy, eye sight problems, skin inflammation, body swelling and a lot more symptoms. Over the past 7 years these have been poisoning my body! Everyday gets harder and harder. I¿m trying to save up money to explant but it¿s a very costly procedure.